Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) due to error 23008. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the issue was confirmed in system logs and successfully replicated on surgeon side console fixture test platform (sftp). Upon visual inspection, the mtm2 was installed onto sftp where the 23008 error was triggered indicating fault on the grip, replicating the reported event. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the outer and inner springs were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23008 occurred against the left master tool manipulator (mtml). The customer restarted the system, however the error returned. The surgeon moved to the other surgeon side console and continued the procedure. The intuitive surgical inc technical support engineer (tse) confirmed the reported 23008 error in the system logs and advised that the mtml would need to be replaced. No known impact or patient consequence was reported.